Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior the procedure, the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead had an unspecified malfunction. Both rv and ra leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-40040 as review of additional information indicates that elective replacement is a non-complaint, as there is no known malfunction of the specific device and elective replacement is not likely to cause or contribute to a death or serious injury since the patient is in a clinically monitored setting.